Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
The dentist reported the non osseointegration of a dental implant, cm titamax implant 4.0x8, but did not provide much information about the case.